Event description:
It was reported that pairing failure occurred on for a wearable with serial number ni. However, wearable with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. A review of the share logs was performed and pairing failure error for serial number (B)(6) was found within the investigation window. The allegation was confirmed. The probable cause was determined to be signal loss greater than one hour. The reported event of pairing failure is reportable based on pairing failure that was found within investigation window. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss could not be determined. The reported event of a pairing failure is reportable based on the finding of the signal loss over one hour. No injury or medical intervention was reported.